Event description:
It was reported that during the implant procedure the catheter broke apart twice during the slitting process, prolonging the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter peeli ng/slitting/splitting showed a spiral slit. It was also noted that the mechanical operation of the catheter was damaged, the mechanical operation of the catheter shaft was bent, and visual summary analysis indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).